Event description:
Healthcare professional reported "rupture, malposition and patient¿s date of birth on (B)(6) 2005 and implant date on (B)(6) 2025". This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, underage.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed two openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ other ¿ technical: not observed through visual inspection, device is opening. ¿ off-label use: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture, malposition and patient¿s date of birth (B)(6) 2005 and implant date (B)(6) 2025". This record is for the right side. Device was explanted and replaced. Device will be returned.